Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "noisy" and "does not work." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.